Manufacturer narrative:
Received one (1) used ac235 trifuse extension set w/3 microclaves for inspection. As received, the male luer was separated from the tubing. Examination of the tubing showed spotty solvent coverage. The reported complaint of the separation can be confirmed. The probable cause is due insufficient solvent coverage during manual assembly in ensenada.

Event description:
The event involved a 14"(36cm)appx3.0ml, trifuse ext set w/3 microclave clear¿,3 bcv,4-way nanoclave¿ stopcock(red ring) and occurred on an unspecified date.it was reported that the male adaptor collar appears to have disconnected. This happened while being transferred to bed. Samples are available for return. There was patient involvement, and no injuries or adverse event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.